Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer removed the infusion site, then reinserted into a different location, cleared the alarm and successfully resume insulin delivery with the pump. Customer's blood glucose level was 245 mg/dl.